Event description:
It was reported that a user experienced elevated blood glucose after changing tubing and cartridge and manually inserting an inset 23-inch, 6 mm infusion set without the serter; troubleshooting and education were provided, and a successful infusion set change was completed. Symptoms included hyperglycemia without associated acute effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing or alerts. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that an infusion set was likely deployed incorrectly or not attached correctly, resulting in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique during infusion set deployment was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.